Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 323 mg/dl while wearing the pod for 24 hours. The reporter stated while wearing the pod in the sauna, the pod reportedly fell off the infusion site on their arm, causing the cannula to dislodge. As treatment, a new pod was applied.

Event description:
It was reported that the patient's blood glucose level rose to 323 mg/dl while wearing the pod for 24 hours. The reporter stated while wearing the pod in the sauna, the pod reportedly fell off the infusion site on their arm, causing the cannula to dislodge. As treatment, a new pod was applied. (B)(6) 2026: after internal review it was discovered that the patient wore the pod in the sauna, which is contraindicated in the user guide therefore this is not a reportable malfunction. This case has been reassessed as not reportable and user error.

Manufacturer narrative:
05-feb-2026: after internal review, b5 was corrected. This case has been reassessed as not reportable and user error.